Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/11/2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was still in the skin at the insertion site. The attempted sensor insertion was at the abdomen. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is detached from the sensor pod and seal carrier. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.